Event description:
Received call from pt (B)(6) 2013; pt stated that her od was swollen and puffy. The patient stated that she "thinks it's another eye infection caused from the acuvue advance plus contact lenses (cls)." The patient stated she had a previous eye infection in the od in (B)(6) 2012 and was treated with tobradex eye drops. The event from (B)(6) 2012 is documented in MDR 1033553-2013-00014. The pt said she has been wearing cls successfully since the resolution of the (B)(6) event until (B)(6) 2013. The patient felt the "eye infections" were due to the cls and requested a new box. The patient used renu solution and removes the cls nightly and replaces every 2-3 weeks. The package insert for acuvue advance plus cls recommends replacement every 2 weeks. Contacted the pt's eye care professional (ecp) and the medical records were received from the ecp (B)(6) 2013. The records for the event of (B)(6) 2013 indicate the following: medical records received from ecp (B)(6) 2013: exam date: (B)(6) 2013: chief complaint: od irritation; sx: sharp pain and mild in severity, sx lasted 1 day and improving since onset. Patient reports removing contact lenses, which offer temporary relief. Unknown solution; replacement frequency q 2 weeks. Patient reports prescription medication in the form of using tobradex st from (B)(6) 2012 visit; has used 5 days, notes improvement with no other associated symptoms. Ocular hx: negative; seasonal allergies; medications- none; va with correction od: 20/20-1. Bulbar conj: od: no discharge; trace injection 360; cornea: epithelium od: abrasion paracentral, nasal; palpebral conj: od: normal; a/c: od: grade < 1 (5 cells in a 1mm x 1mm field); assessment: [od] corneal abrasion; size: 1.0mm x 0.5mm oblong broad, no sei, location: paracentral, nasal, eye: od. Treatment plan: patient was instructed to discontinue contact lens wear until further notice. Patient was educated on the risks associated with extended wear (infection, vision loss, decrease in quality of vision, red, irritated eyes). Patient does not recall trauma to eye, works in warehouse. No branching at this time, consider hsv keratitis if non-resolving. Rx: ciloxan - 1 drop in right eye four times a day. Rx: systane gel - 1 drop in right eye four times a day. Patient does not top off solution. On (B)(6) 2013: rtc: chief complaint: keratitis od. Patient reports compliance with rx ciprofloxacin qid and rx systane gel, with no other associated symptoms. Vas with spectacles: distance: od: 20/70; pinhole: od: 20/25-1; bulbar conj: od: white and quiet. Cornea tears od: normal tear prism and composition. Stroma: od: haze diffuse. A/c od: deep and quiet. Assessment: [od] corneal abrasion; [od] corneal edema (secondary); [od] iridocyclitis (unspecified). Treatment plan: no edema with secondary corneal haze. [Medical e-rx] pred forte - 1 drop in right eye four times a day. Diffuse corneal haze od, start pred forte qid, stop if symptoms develop. No cl wear. Pt noted previous extended wear od. No corneal seis or epithelial involvement. On (B)(6) 2013: rtc: chief complaint: keratitis located od. Patient reports prescription medication in the form of pred forte 1 gtt qid complaint, with no other associated symptoms. Vas with spectacles: distance: od: 20/20-1. Bulbar conj: od: white and quiet. Cornea:stroma od: normal. A/c: od: deep and quiet. Assessment: [od] corneal edema (secondary). Treatment: discontinue pred forte. Discard bottle. Complete resolution of condition. Ok to resume cl wear. Patient was educated on the proper technique of cleaning a contact lens. Patient was educated on the risks associated with extended wear (infection, vision loss, decrease in quality of vision, red, irritated eyes). Patient was instructed to discontinue cl wear if eyes become red, irritated, painful or blurry and to call our office immediately to seek medical evaluation and treatment. Patient was educated on the proper wearing schedule and disposability of the contact lenses prescribed. Received 1 lens case containing 2 contact lenses. The parameters of the lenses were measured and a visual inspection was performed. The lenses met company standards for base curve, center thickness, and diameter. One lens had a surface tear, no visual attributes were observed in the second lens. We are unable to determine which lens was worn on the affected eye. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00b74l was produced under normal conditions. As we cannot rule out that the lens with the surface tear was worn on the affected eye, this is considered to be a malfunction. No further information is expected. MDR reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
No conclusion can be drawn.